Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a nocturnal low glucose event while using the ilet, during which a partner assisted with oral glucose, and the user subsequently stopped wearing the device due to safety concerns; the user also reported confusion about meal announcements and perceived higher meal doses after initial use, and troubleshooting and education on matching meal announcements to carbohydrate portions were provided along with information about coaching and potential re-initiation after a break. Symptoms included low blood glucose. Outcomes included use of oral glucose for treatment. Investigation included complaint intake review and provision of user education. Investigation of this case revealed no device malfunction reported, with the event associated with hypoglycemia of unclear cause and user-reported difficulty with carbohydrate announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.